Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2031001, medical device expiration date: na, device manufacture date: 25-feb-2022. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown.

Event description:
It was reported that 3 bd safe-clips¿ would not clip. The following information was provided by the initial reporter: consumer reported finding 3 safe clips usable for about 1 week. Clipping the bd nano pen needles. Claims you can see the hole is not aligned up properly.

Event description:
It was reported that 3 bd safe-clips¿ would not clip. The following information was provided by the initial reporter: consumer reported finding 3 safe clips usable for about 1 week. Clipping the bd nano pen needles. Claims you can see the hole is not aligned up properly.

Manufacturer narrative:
H6: investigation summary: customer returned (1) bd safeclip. Customer states that the safe clips were unusable and not clipping. The returned sample was examined and exhibited the cutting hole blocked with cannulas and other material. See attached photo. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. A device history record review showed no non-conformances associated with this issue during the production of this batch. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause is use related as this issue occurs during normal use of the product.